Event description:
It was learned through implant patient registry and medical records that a 19mm 11500a aortic valve was explanted and replaced with a 25mm 11500a valve after an implant duration of four months and seven days due to possible subacute endocarditis and patient-prosthesis mismatch. Patient presented with symptoms of class iii nyha heart failure. The patient was discharged on pod# 22. Per medical records, most recent imaging showed well-seated bioprosthetic aortic valve with mobile leaflets vegetation and moderate ai along with moderate as that is likely due to patient-prosthesis mismatch. Imaging also showed severe native mitral regurgitation with flail a2 leaflet secondary to ruptured chordae. Pathology report was negative for acute endocarditis. The patient underwent avr with a 25mm 11500a inspiris resilia aortic valve, mvr utilizing a 29mm non-edwards porcine valve, and CABG x1. No signs of endocarditis found on either valve, perhaps the valve was distorted in the small, calcified root. After explant, her aortic valve did have a fair amount of annular calcium. Once it was decalcified, the annulus still sized to 19mm. The surgeon proceeded with a commando procedure to enlarge the aortic annulus adequately. Post bypass tee showed a well seated valves with no paravalvular leaks. The ejection fraction was stable at 65% on mild-moderate inotropic support. Upon chest closure, the patient developed vfib due to increasing dose of epinephrine. Once weaned off of the epi, her vt stopped. The chest was closed, and the patient left the or in stable nsr in the 70's. Postoperatively, the patient was transferred to the cvicu on minimal inotropic support.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 19mm 11500a aortic valve was explanted and replaced with a 25mm 11500a valve after an implant duration of four months and seven days due to unknown reason. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.